Event description:
It was reported that the customer's pump screen was not turning on, and efforts to resolve the issue by pressing the button and connecting it to a power source were unsuccessful. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to use an alternate form of insulin therapy and was sent a replacement pump by technical support, with training available on their tandem source account.